Manufacturer narrative:
(B)(4): should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a large volume infusor device. The device was reportedly compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 15, 2015 ¿ january 16, 2015. The evaluation of the returned device is complete. Visual inspection revealed a white particle, approximately 0.30 square mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.